Event description:
Have had continuous breathing issues and lightheadedness due to wearing masks continually since last summer. Was able to tolerate longer periods of time but those time periods are noticeably shorter. Masks affect my breathing so much it has affected the way I live. 'Not relevant.' FDA safety report ID#: (B)(4).